Manufacturer narrative:
The insulin pump was received with compromised force sensor system alarm during the basic occlusion test due to moisture damage on faulty force sensor system. The pump passed displacement test, self-test and error test. The pump passed all operating currents tested within the spec range and passed off no power test. The pump was received with cracked battery tube thread, cracked reservoir tube lip, missing end cap sticker and minor scratches on display window noted. No moisture damage noted on electronics assembly. (B)(4).

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 98 mg/dl. The customer stated that insulin squirted out during manual prime. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.